Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to perform functional verification due to a device error. There was no pt involvement.